Event description:
Caller reported a cgm error 42, and after consultation with technical support, it was determined that there was no need for the pump to come out of storage mode as it had not recently been reset or depleted its battery. Technical support provided the necessary information for a complete pump reset, guiding the caller through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session. There was no adverse impact to the customer's blood glucose level.